Event description:
After centrifuging a pt's blood specimen in the accutube, the user checked to determine if plug was actually seated by pushing the plug end against the lab counter. The tube broke. User had glass removed from finger but required no stitches. Because tube contained human blood they are following a bloodborne pathogen exposure treatment program.